Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a generator change for eri, and insulation abrasion was observed on the right ventricular lead. The physician elected to repair the lead with medical adhesive and an extra suture sleeve. The patient is stable and will continue to be monitored.